Manufacturer narrative:
H.6 investigation summary: samples were received, customer returned one (1) loose 31gx6mm, 0.5ml bd insulin syringe. Consumer reported found 7 syringes when removed the needle shield the hub assembly went off with it. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. Manufacturing (holdrege) will be notified of the observed issue. Root cause: l2l dispatch # (B)(4) was created during the creation of this batch for debris in the pockets of the main dial of jv assembly machine. Corrective action: the debris was cleaned out of the main dial. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text: see h.10.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle hub separated into the needle shield. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no. 324911, batch no. 9252448. It was reported that needle hub separated into needle shield on seven syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle hub separated into the needle shield. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no. 324911, batch no. 9252448. It was reported that needle hub separated into needle shield on seven syringes.